Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported problem 'false upstream occlusion alarms' was confirmed during the event history log (ehl) review but not reproduced during evaluation. The alarms in the history may have been true or false alarms. Evaluation observed no discrepancies. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarms. There was no known patient injury or medical intervention associated with this event. No additional information is available.